Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial albumin result was 7.8 g/dl and the repeat result was 3.6 g/dl. Sample 2 initial albumin result was 39.8 g/dl and the repeat result was 29.1 g/dl. Sample 3 initial albumin result was 13.2 g/dl and the repeat result was 6.9 g/dl. Sample 4 initial albumin result was 11.5 g/dl and the repeat result was 6 g/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A solenoid valve was found to be blocked due to corrosion and was replaced. Mechanical checks, cell blank, calibration, and qc were acceptable. General reagent issues were excluded as the results that were believed to be correct were obtained with the same reagent. The investigation determined the service actions resolved the issue.